Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she felt sick and had been vomiting. She was taken by ambulance to the hospital where she was admitted and given an insulin drip. She also reported that she had ketones, however, she was unsure of the size.